Event description:
Customer reported that customer has been having high actuations in blood glucose lately. On (B)(6) 2014, customer received a new insulin pump because his last one had a button error. On (B)(6) 2014, he went to the hospital because he woke up with high blood glucose and was feeling dehydrated. Customer's blood glucose was 641 mg/dl when admitted. He was vomiting and feeling dehydrated. At the hospital it was found that customer's cannula was bent. Customer had diagnostic ketoacidosis. He was released the next day, but customer is still experiencing fluctuating highs. Customer stopped using the device because he felt it was not working. He eventually connected again and the device worked for about two hours before alarming no delivery. In troubleshooting, the drive support cap appeared normal. Insulin exited during the manual prime. The settings and history are correct. The device passed the high pressure test. The cannula was not bent. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).